Event description:
It was reported that the right ventricular (rv) lead observed oversensing on trans telephonic monitoring (ttm). After the premature ventricular contraction (pvc) the interval was long and the interval was even longer after the magnet strip. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).